Event description:
On january 29, 2024, senseonics was made aware of an adverse event where an incision was made on the user's arm without a sensor insertion done during the insertion appointment.

Manufacturer narrative:
According to the hcp, the incision was done before the sensor was inserted into the insertion tool, but no insertion could be done because the sensor could not be inserted inside the tool's tube. In an associated case, a sensor replacement was provided due to the adverse event. No further investigation is required.